Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while loading device before insertion in patient, the device¿s thread broke, wherein the suture popped of the needle. A new product was opened in order to complete the case. No patient injury.